Event description:
It was reported by service report that the bed has a broken handle. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail release handle broken off with shap edges.